Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that when the device was turned on, a "vent inoperative" alarm error appeared on a greyed-out screen. The device stopped operating. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. There was no reported delay in therapy. The manufacturer's product support engineer (pse) inspected the device at the repair center and confirmed that the following alarm errors occurred: -vent inoperative 1007 machine and proximal pressure sensors failed (1007). -check vent: machine press sensor calibration data error (1106). -check vent: proximal pressure sensor calibration data error (1107). -check vent: oxygen pressure sensor calibration data error (1110). -check vent: barometer calibration data error (1113). -check vent: barometer calibration data error (1118). -check vent: ovp circuit failed (1127). -check vent: air flow sensor calibration data error (110e). -check vent: o2 flow sensor calibration data error (110f). -check vent: 35v supply failed (111b). The pse also confirmed the alarm errors in the event log. The pse therefore replaced the motor controller (mc) printed circuit board assembly (pcba), checked the software version (3.20), cleaned the device, performed testing, and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.